Event description:
Customer called to report that the insulin pump is squirting the insulin out during the manual prime and unable to get it out of the prime loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk.